Manufacturer narrative:
The bme reported the cpu pbca was replaced and the issue persisted. The pm pcba was ordered. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (pm pcba) aligns, with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: this complaint record was reopened due to source system update. The customer biomedical engineer (bme) reported the central processing unit (cpu) power management (pm) was replaced to resolve the reported issue of a partially unresponsive touchscreen. The customer bme requested assistance with option codes needed to successfully complete cpu pcba programming. A philips remote service engineer (rse) provided the codes to complete repair. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting a touchscreen malfunction on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the bottom half of the touchscreen was not responsive to touch. The bme reported multiple touchscreen calibration failures. The rse advised touchscreen replacement. The bme replaced the touchscreen twice in addition to user interface (ui) assembly, but the issue persisted. The rse advised replacement of the power management (pm) printed circuit board assembly (pcba) and/or the central processing unit (cpu) pcba. The investigation is ongoing.